Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had insulin squirt out during manual prime. The customer's blood glucose level was 181 mg/dl. The customer was disconnected during prime. The pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and no beeps were heard. Customer was not able to leave prime. Customer tried with a different set. Pump was not dropped, bumped, and had no contact with water. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No further details given.